Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Per the instructions for use, the recommended size delivery system for use with a 26 mm amplatzer septal occluder is an 10f. A 12f sheath was used to deliver the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. However, deformation is consistent with use of larger delivery sheath.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant, using a 12f non-abbott delivery sheath. During deployment, the device was noted to deform to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and procedure was discontinued. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na